Event description:
On (B)(6) 2010, patient reported her readings have been "hi" since (B)(6) 2010. Pt stated she called her doctor on (B)(6) 2010 and he had her disconnect and bolus to see if insulin was dripping from the infusion tubing; no insulin dripped from the tubing, so he had her try a new infusion set. Pt reported she connected a new infusion tubing and primed it one time and no insulin came out so she took the infusion device off. Pt reported she has been on injections since (B)(6) 2010. Pt's normal blood glucose range is 70-125 mg/dl. Pt stated she took 2 injections and this morning she woke up and was in her normal blood glucose range. Explained that it may take more than one prime for insulin to drip from the end of the infusion tubing. Had pt insert the battery into the infusion device and prime the tubing; after one prime, no insulin dripped from the tubing. Pt reported when she initially inserted the insulin cartridge, there was 315 units of insulin in it. Had pt disconnect the infusion tubing from the infusion device and prime through the infusion adapter; after a full prime no insulin came out of the adapter. Had pt remove the insulin cartridge from the infusion device; no insulin spilled into the cartridge compartment. Pt reported she is certain there is insulin in the cartridge. Had pt attach a plunger rod to the bottom of the insulin cartridge and push up; pt pushed the remainder of the way up and no insulin came out. Pt had inserted an empty cartridge into the infusion device. Had pt insert a new insulin cartridge and prime the infusion set. Pt was able to reconnect and place the infusion device in run mode. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.